Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. System operates as intended.

Event description:
Customer reported the vertical lift column will not move down. No patient injury was reported.